Event description:
The device analysis performed on the returned electrode revealed discolored epoxy and a chip out. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.